Manufacturer narrative:
Product complaint # (B)(4). Additional manufacturer narrative/corrected data - device evaluation summary. Device evaluation summary updated to include additional analysis: manufacturing record review: batch records were reviewed for batch t5cw0w and lot records were reviewed for lot t93m1n. The manufacturing/packaging criteria were met prior to the release of the batch and lot. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. Physical device analysis: the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were complete, and the staples met the staple form release criteria. Materials composition analysis: titanium presence testing was conducted by a materials scientist. Optical microscope images of the surface of the pockets were collected. The anvil pockets were subsequently analyzed using the scanning electron microscope (sem) which has a greater resolution and higher magnification than an optical microscope. At the bottom of each pocket scrape marks were identified which are consistent with staples striking the bottom and abrading the anvil. Additionally, the sem has an energy dispersive x-ray (edx) spectrometer attached that can identify the elements present in a material. Thus, if a staple was present and came in contact with the anvil, some of the titanium would have transferred to the anvil and the sem/edx would be able to detect the presence of the titanium. One pocket from each row was analyzed and these represented pockets from the distal to the proximal end of the anvil. The edx spectrum of the areas indicated by the orange circles in the images above was conducted. The elements detected were iron, chromium and nickel from the base metal of the anvil along with titanium from the staples of the cartridge. The anvils are made from a 300 series stainless steel that contains iron, chromium, nickel and a small amount of silicon. Titanium is not used in the manufacturing of the anvils. Titanium was detected in all 5 of the pockets analyzed. Scrape marks similar to the ones analyzed were observed in other anvil pockets. This indicates that staples were present in the cartridge when it was used, and the staples came in contact with the bottom of the anvil. Analysis summary: the event reported could not be confirmed as the device performed without any difficulties noted during physical analysis and materials composition analysis confirmed staple presence and staple contact with the anvil of the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # t5cw0w. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an abdominal peritoneal resection, the doctor was resecting the sigmoid colon, the sales rep was monitoring the case, the doctor closed the device on the sigmoid colon, plastic to plastic, heard the audible click when fired, the stapler fired and cut the colon but no staples deployed and the staples couldn't be found anywhere. With the two parts of the colon open, the doctor completed one part of the colon with a colostomy and the other end needed to be hand sewn via the abdomen and rectum. The colostomy was being placed, regardless of the outcome of the use of the stapler. There were no patient consequences reported.